Manufacturer narrative:
(B)(4).

Event description:
It was reported that in ICU when removing the guide wire from the patient's right jugular, the guide wire kinked. As a result, both the catheter and guide wire were together removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) male.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the complaint reported that the guide wire was found to be kinked during removal was confirmed. The customer returned one catheter and guide wire for investigation. The returned components were visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. Visual examination of the returned guide wire revealed that the guide wire is unraveled. Multiple kinks are visible in the body of the guide wire. The core wire appears to have broken at the proximal weld. Microscopic examination of the point of separation on the core wire revealed that signs of necking and discoloration are present on the wire material indicating that the core wire has been stretched and separated adjacent to the weld. The coiled wire at the proximal end was manually displaced to view the proximal weld. Visual examination of the proximal weld confirmed that the core wire was separated at the proximal weld. A functional inspection was performed on the returned catheter by attempting to thread a lab inventory 0.35" guide wire through the catheter. A lab inventory guide wire could be thread through the returned catheter with no resistance met indicating that there are no functional issues with the other remarks: returned catheter. The core wire of the guide wire was measured from the distal weld to the point of separation at approximately 60 cm, which is within specification of 59.6-60.4 cm per the guide wire graphic. The od of the guide wire measures approximately 0.793 mm, which also is within specification of 0.788-0.826 mm per the guide wire graphic. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions state that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records were reviewed with no evidence to suggest a manufacturing related issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.